Event description:
Approximately four months post heartware lvad implantation, the site reported that the vad coordinator noticed the patient's controller display was not readable. The patient was connected to the monitor and the controller was exchanged to a new one. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The reported event indicates an issue with the controller's display. The devices related to the reported event were exchanged without incident and there was no reported patient injury. The reported malfunction could not be confirmed as controller was not returned for analysis despite multiple attempts to obtain it. Review of the manufacturing records indicates that this device met specification for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with a faulty display are most often attributed to failure of the controller display board. The most likely root cause of the reported display malfunction is a failure of the controller display board. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Not returned.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Device eval: product is in route.